Event description:
As reported by our united kingdom affiliates, during implant of a 29mm sapien 3 transcatheter heart valve implant in the pulmonic position via transfemoral vein, the operator inflated the commander delivery system balloon normally, but the inflation device stopped after a few ml because there was a possible kink in the delivery system. The valve was fully deployed but the commander delivery system balloon could not be deflated because of the kink. The operator had to rupture the balloon by pushing the gore dryseal sheath towards the balloon, causing the balloon seam to detach and release the contrast solution, re-establishing a flow through the valve. The issue was then to retrieve the delivery system because the balloon folded on itself and could not fit in the 26fr dryseal. The operators tried several strategies, but they only managed to take the system out by pulling the balloon through a newly inserted 26fr dryseal through the jugular vein, using a lasso snare. The patient was in stable condition post-procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation and dimensional testing was completed. Due to the nature of the complaint, no functional testing was performed. The returned device was visually examined, and the following was observed: balloon torn at I/c bond. No balloon missing material. Guidewire lumen kinked at balloon inflation area. No abnormalities observed on balloon shaft, after being separated by engineer. The provided imagery was evaluated and revealed the following: gore dryseal appears pushed towards the balloon, likely to force balloon rupture leading to release of contrast solution. Gore dryseal appears kinked. Balloon appears bunched and/or folded over itself during withdrawal of the delivery system. Lasso snare used to withdraw delivery system balloon through a second non-edwards sheath through the jugular vein. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The pulmonic IFU for commander delivery system with s3 valve IFU was reviewed. Precautions note: 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. No IFU/training deficiencies were identified. The complaints for inflation difficulty and/or incomplete inflation ' kink, balloon deflation difficult/unable ' kink, difficulty or inability to withdraw catheter from deployed valve and balloon torn were confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies.' As reported, 'during procedure, the operator inflated the commander delivery system balloon normally, but the inflation device stopped after a few ml because there was a possible kink in the delivery system. The valve was fully deployed but the commander delivery system balloon could not be deflated because of the kink. The operator had to go for a balloon rupture ['].the issue was then to retrieve the delivery system because the balloon folded on itself and could not fit in the 26fr dryseal. The operators tried several strategies, but they only managed to take the system out pulling the balloon through a newly inserted 26fr dryseal through the jugular vein, using a lasso snare ['] it is assumed that, due to the tortuosity of the anatomy and the necessity to torque the delivery system multiple times, the balloon shaft was kinked by the delivery system'. Evaluation of the returned device indicated a kinked area on the guidewire lumen, which can indicate that the balloon area may have been kinked during positioning of the thv within the pulmonic valve. Additionally, provided information indicated that due to the 'tortuosity of the anatomy and the necessity to torque the delivery system multiple times, the balloon shaft was kinked'. Tortuous patient anatomy can create sub-optimal angles that can lead to unfavorable manipulation and bending of the system during navigation and positioning at the target location. This could cause the delivery system catheter to become constrained within the tortuous patient anatomy, and potentially lead the observed kink/bend. Additionally, it is also possible that the observed kink occurred during manipulations done to position the valve within the landing zone. A kink can obstruct the inflation fluid pathway, potentially leading to the inflation and/or deflation difficulties, as reported. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation) may have contributed to the reported events. In this case, the operator had to rupture the balloon as a consequence of the encountered deflation difficulties. Device manipulation during this step likely tore the crimp balloon at the I/c bond. As the balloon was torn, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, contributing to the experienced retrieval difficulty. As such, available information suggests that procedural factors (device manipulation) may have contributed to the balloon torn, while procedural factors (withdrawal of altered balloon profile / balloon torn) may have contributed to the withdrawal difficulties. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for a decontamination finding. The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 29mm sapien 3 transcatheter heart valve implant in the pulmonic position via transfemoral vein, the operator inflated the commander delivery system balloon normally, but the inflation device stopped after a few ml because there was a possible kink in the delivery system. The valve was fully deployed but the commander delivery system balloon could not be deflated because of the kink. The operator had to rupture the balloon by pushing the gore dryseal sheath towards the balloon, causing the balloon seam to detach and release the contrast solution, re-establishing a flow through the valve. The issue was then to retrieve the delivery system because the balloon folded on itself and could not fit in the 26fr dryseal. The operators tried several strategies, but they only managed to take the system out by pulling the balloon through a newly inserted 26fr dryseal through the jugular vein, using a lasso snare. The patient was in stable condition post-procedure. As per pre-decontamination evaluation of the returned device, the commander delivery system balloon was torn at ic bond.